Manufacturer narrative:
Per the device instructions for use (IFU), valve deployment in unintended location, paravalvular or transvalvular leak, and malposition requiring intervention are potential risks associated with the use of the bioprosthesis. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition. According to the physician's training manual, some factors that can contribute to valve malposition are poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), interference from adjacent structures (i.e. Sub-aortic hypertrophy), and balloon movement during deployment (i.e. Inadequate reduction of transvalvular flow due to loss of pacing capture during balloon inflation). In this particular case, the cause for the malposition of the valve due to valve movement during deployment and the perivalvular leak (pvl) cannot be confirmed; however, per report due to the foreshortening of the valve and the heavy calcification burden, the valve did not seat into the predetermined position. A device history records (DHR) review revealed that the device met all specifications prior to its distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per report, after the transfemoral deployment of a sapien 23mm valve, the valve final position was too aortic (70-30 aortic) with a 2+ perivalvular leak (pvl). It was decided to deploy a second sapien 23mm valve within the first one with good results. The patient left the room hemodynamically stable. The aortic valve was severely calcified. There was moderate leaflet calcification. The imaging intensifier angle view was acceptable. All the three sinuses where in a coplanar view. The sapien 23mm was placed in the 50/50 position and was deployed under rapid rv pacing without incident. There was good capture with a systolic blood pressure under 50mmhg. The atrion syringe was completely emptied and full deployment was held for a count of 5. The valve moved during deployment to the 70-30 aortic position with a 3+ perivalvular leak (pvl). The decision was made to post dilate. Post dilation reduced the leak to 2+. After great discussion a second sapien 23mm valve was deployed in the correct 50/50 annular position and no residual leak. There was a post case conference with the implanters and the discussion revealed there was nothing different that could have been done technically. With the foreshortening of the valve and heavy calcification burden, the valve did not seat into the predetermined valve position.